Manufacturer narrative:
Although the exact patient age was not provided, the patient was reported to be over 18 years of age. Reported event of stent partially deployed. The device has been received for analysis; however, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual and microscopic examination found that the stent was partially deployed by 30mm. It was noted that the clear outer sheath was kinked and accordioned proximal to the mounted stent. The distal handle was positioned distal to the limit marker. During the product analysis it was not possible to reconstrain the stent. The investigator was able to successfully deploy the stent during the product analysis. The shaft was dissected at the proximal end of the guidewire access port. The distal end of the inner and tip were withdrawn from the outer sheath and no issues were noted with their profile. A resistance was met when moving the proximal outer sheath along the shaft and the inner broke. The restriction met when removing the inner caused the inner to break. Dissection of the shaft and the removal of the inner could not identify the cause of the resistance. No other issues were identified during the product analysis. The investigation concluded that this complaint is associated with a product that meets design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited.  Therefore, the most probable root cause classification for the reported failure is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a biliary stent placement procedure performed on (B)(6) 2014 in the bile duct. According to the complainant, the stent was being placed to treat an indeterminate biliary stricture. During the procedure, when the physician attempted to deploy the stent and had not passed to the point of no return, the stent stopped at a certain point and was no longer be able to be resheath completely. According to the complainant, the stent was removed from the patient not fully constrained on the delivery system. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was used during a biliary stent placement procedure performed on (B)(6) 2014 in the bile duct. According to the complainant, the stent was being placed to treat an indeterminate biliary stricture. During the procedure, when the physician attempted to deploy the stent and had not passed to the point of no return, the stent stopped at a certain point and was no longer be able to be resheath completely. According to the complainant, the stent was removed from the patient not fully constrained on the delivery system. The procedure was completed with another wallflex biliary stent. There were no patient complications as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.